Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, stained water tank, faded line cord, pole camp was faded, float switch was contaminated, and pump was loud. Outdated drain fitting, printed circuit board (pcb) and power switch. Filled the reservoir with water and performed functional testing. The device is heating up normally. Unable to duplicate/confirm the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the unit was not heating. There was unknown patient involvement and unknown patient harm/injury.